Manufacturer narrative:
Additional information received on 07/07/2015. The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Manufacturer narrative:
Updates: describe event or problem, brand name, common device name, model/lot #, date received by MFR, type of reports, if follow-up, what type?, device manufacture date, evaluation codes, additional MFR narrative. No trend identified. The devices were not returned for investigation. The compatibility check was performed and showed that the product combination was approved by zimmer. During investigation it was noticed, that the stem was revised due to loosening. Therefore we changed the concerning device from biolox delta cer head 36 12/14 (ref# 00-8775-036-03, lot# 2667273) to fitmore hip stem b ext. Offs., size 4. Review of incoming information: it was reported that (B)(6) patient suffered from pain after tha performed 2 years ago, and limited motion in her right hip. Doctor diagnosed her with no evidence of bone ingrowth on acetabular component (reported in (B)(4)). Based on pain and difficulty barring weight she was recommended for revision. During revision, significant trunnionosis (wear and corrosion between the metal surfaces at the head-neck) was found. No x-rays or pictures were provided. Operative report dated (B)(6) 2012: primary implantation was performed due to osteoarthritic symptoms. Due to patient poor bone structure, 2 attempts were performed to fix well an acetabular component in patient hip. Despite the successful attempt, it was decided to fix the cup with 6 screws to reach good primary stability. Moreover, it states that even in femoral component implantation they encountered some difficulties due to short height and high weight of patient. After implantation of biolox head, no impingement and good range of motion was tested. Revision operative report dated (B)(6) 2015: following findings; neither evidence of bone ingrowth on acetabular component nor on femoral component (on this last one, only fibrous). During removal of femoral head, evidence of significant trunnionosis. This led to femoral revision. No evidence of wear on liner. No bone loss during acetabular explantation and cup came off without effort. Possible causes for the reported event: loosening of ti-vps particles third body wear, aseptic loosening due to ti-vps coating not well fixed on substrate, splitting (delamination) of ti- vps coating on shelf/ in vivo. Possible as product was not returned for investigation and therefore cannot be excluded. Loosening of ti-vps particles third body wear due to impaction during implantation. Possible as product was not returned for investigation and therefore cannot be excluded. Aseptic loosening due to insufficient secondary stability due to surface structure coated stems. Possible as product was not returned for investigation and therefore cannot be excluded. Fracture /damage /loosening of implant due to wrong behavior of the patient, high patient activity, patient disregards, limits of the device. Possible as surgical reports state that patient bone condition and weight were critical during primary implantation. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It has now been reported that the patient was implanted a fitmore hip stem b ext. Offs., size 4 on (B)(6) 2012 on the right side. The patient underwent a revision surgery on (B)(6) 2015 due to loosening.

Event description:
The pt is pursuing a product liability claim. It was reported that the pt was implanted a biolox delta cer head 36 12/14 on (B)(6) 2012. The pt was revised on (B)(6) 2015 due to loosening.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source document for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all info concerning the case to our complaint handling department. As soon as supplemental info becomes available, an updated report will be submitted. (B)(4).